Manufacturer narrative:
The intraocular lens was returned to the manufacturing site for investigation. The lens was observed cut at the center. A few loose particles were observed in the sample compatible with handling the lens. The condition observed in the sample received and the way in which the cut in the lens is formed, is consistent with a lens that has been cut due to explant. Based on the evidence observed, the complaint lens has not been affected by the manufacturing process. A manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated.

Manufacturer narrative:
(B)(4) - incision enlargementall pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed from the right eye due to a hole in the capsule. The iol was replaced with a non-amo lens. It was stated that the incision was required to be enlarged and suture was also used. In addition, a vitrectomy was performed. There were no patient complications reported. No further information was provided.